Event description:
It was reported that the patient reported hearing beeping tones from their implantable cardioverter defibrillator (ICD) for the last few months. During the follow up visit, review of the lead impedance measurements found that the shock impedances for the right ventricular (rv) lead had been greater than 125 ohms. The highest measurement was 140 ohms and then went back to and stabilized at 126 ohms. It was not able to be reproduced during in office testing. The physician reprogrammed the shock impedance alert to 150 ohms. At the previous follow-up visit alerts had been programmed off. The ICD and rv lead remain in service. No additional information is available. If additional information becomes available, the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.